Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative inspected the device and identified the root cause to be that the level sensor was not correctly positioned on the oxygenator. There was no performance or functional issue with the equipment. Livanova (B)(4) has not been made aware of any additional issues with the reported unit. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova technician.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that during a procedure, the level sensor for the sorin s5 console failed to alarm when the level went below the minimum operating value. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that s5 system failed to alarm when the blood level went below the level sensor during a procedure. There was no report of patient injury.